Event description:
During a pci procedure, stent damage occurred. The lesion being treated was located in the calcified and 100% stenotic proximal right coronary artery (rca). During advancement to the lesion, the express2 monorail stent came in contact with the edge of the guide catheter. Damage to the proximal edge of the stent was noted. The procedure was completed with another device. A neos soft guide wire and a 7f mach 1 fr4 guide catheter were also used in the procedure. Pt status is listed as "good."

Manufacturer narrative:
The returned product analysis is not complete as of this date. A supplemental report will be filed when the analysis is complete.